Event description:
Advocate called stating that the customer applied contour control solution to her eye. There was no adverse reaction alleged. Advocate did not have access to the control solution so further product information not obtainable. Product was not replaced. Product not expected to return for evaluation.